Event description:
It was reported that the patient's right ventricular lead showed high impedance and a threshold increase. The physician suspected a fracture of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk programmer data initial interrogation report file (B)(4) showed ventricular lead impedance trend data abruptly increase from about 500 to 2289 ohms between (B)(4)-2012.

Manufacturer narrative:
Corrected: evaluation summary continued: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later explanted.